Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right ventricular lead was not returning satisfactory thresholds and sensing measurements. During a revision procedure, physician attempted to reposition the lead. Upon repositioning the lead exhibited high pacing thresholds and loss of capture was noted. The lead was therefore explanted and replaced. Evidence suggests that lead measurements were within normal ranges prior to repositioning procedure. No additional adverse patient effects were reported.